Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-30 investigation summary : bd received 4 samples for investigation (1 from each lot except for 1075524). Due to the limited quantity received for each lot, clinical testing was performed on retention samples of the incident lot selected from bd inventory. The retention samples were evaluated and no issues relating to clotting were observed. (B)(4) retentions from each lot were inspected with no issues being identified. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced clotting / micro-clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: ed & nicu noted this. First. Lab confirmed increase specimens clotting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1015013, medical device expiration date: 2022-07-31, device manufacture date: 2021-01-15. Medical device lot #: 1075522, medical device expiration date: 2022-09-30, device manufacture date: 2021-03-16. Medical device lot #: 0230171, medical device expiration date: 2022-02-28, device manufacture date: 2020-08-17. Medical device lot #: 1098516, medical device expiration date: 2022-10-31, device manufacture date: 2021-04-08. Medical device lot #: 1075524, medical device expiration date: 2022-09-30, device manufacture date: 2021-03-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced clotting / micro-clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: emergency department & nicu noted this. First. Lab confirmed increase specimens clotting.